Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter occupation: non-healthcare professional "attorney". (B)(4).

Event description:
The patient is pursuing a product liability claim arising out of the use of the nexgen lps-flex. It was reported by the patient's counsel that the patient received an implant on (B)(6) 2003 and was revised on (B)(6) 2009 due to pain. Clinical paperwork received shows the patient was revised due to instability and partial loosening of the femoral component. It was reported that an unknown depuy product was a subject of the claim.